Event description:
The manufacturer received information from the manufacturer's service center that a trilogy ev300 ventilator failed active exhalation control module (aecm) testing. There was no patient involvement and no harm or injury reported. It was determined that due to the testing failure, the aecm proportional valve and 3-way solenoid valve required replacement. Replacement of these components was carried out, and the device was retested. After repair, the system met the specifications for the performed service was returned to use.